Manufacturer narrative:
Weight was not provided. The primary console is not a single use device. Approximate age of the device is 6 years and 2 months (calculated from the ship date of the primary console). Concomitant medical products: centrimag motor: serial number (B)(4), manufacturer date: 01/01/2010; flow probe 1st generation: serial number (B)(4), manufacturer date: 12/01/2008. The devices have been returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6) hospital, (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that a pediatric patient was on left ventricular extracorporeal circulatory life support (ecls) when the primary console sounded a low flow alarm and the pump had stopped circulating. The event was reportedly confirmed when the patient's arterial blood pressure waveform went from non-pulsatile during support to showing a pulsatile waveform with systolic, diastolic and mean arterial pressures of the cardiac cycle. The ecls system was immediately switched to the backup replacing the primary console, motor, and flow probe. The patient reportedly was not harmed due to the event and is still receiving on-going support. Prior to reporting the event to the distributor, the hospital's biomedical engineering department evaluated the system and reportedly found an unspecified fault with the system. The distributor's service engineer also evaluated the system by running it for a few hours but could not recreate the event. No further information was provided.

Manufacturer narrative:
The motor, primary console and flow probe involved in the reported event were returned for evaluation. Upon visual inspection, the motor and primary console (console) were unremarkable. Visual inspection of the flow probe found two bent pins on the male connector. The male connector of the flow probe connects to the female flow probe connector of the console. The returned devices were connected to a laboratory test loop for functional testing. During the testing, the flow probe connector was slightly pressed up and down and the console gave an alert for ¿flow sensor disconnected¿ or ¿flow signal fail¿ (both audio and visual), which is as expected when a flow signal line is interrupted. The alarms on the console cleared when the flow probe connector was re-positioned during testing. Further manipulation of the flow probe connector during the testing caused the returned motor to stop functioning and the returned console produced an audible alarm with a dark/frozen display. The console was switched off and on again and after the power cycle, the device operated as intended. A known good flow probe from the laboratory was connected to the returned console and mostly upon manipulating the connector end, the console alarmed with ¿flow probe disconnected¿ or ¿flow signal fail¿ (audio and visual) which is the intended result. However, a few times the manipulation resulted in reproducing the reported event of an interruption of motor function as well as a lack of display on the console¿s interface. Although the returned flow probe had two bent pins, based on the investigation, the root cause of the reported event was determined to be worn out pins at the console¿s flow probe connector that is soldered on the main printed circuit board (pcb) leading to a loose contact when a flow probe is connected. The main pcb was replaced with a new one and the console was tested again. After the repair, the console passed all testing. No functional issues were found with the returned motor. A review of the device history records for all the returned equipment revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.